Event description:
It was reported that during an unknown procedure, the device closed down and would not open without manually opening it. The site had to use another device to complete the case.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.